Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient experienced vision loss. The iol was exchanged for another manufacturer's iol approximately one month after the initial implantation. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the multifocal lens was returned in a competitor's monofocal lens model lens case. Viscoelastic is dried on the lens. The optic is cut into two large portions and one slender portion, typical of damage during a removal from the eye. The optic pieces were returned adhered atop each other in dried viscoelastic. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. The root cause cannot be determined for the reported event. The event was clarified that "vision loss" meant "decrease in vision". The multifocal lens model was removed and replaced with a competitor's monofocal lens model one half diopter larger. This exchange of a multifocal lens model to a monfocal lens model may suggest that the monofocal was a better selection for the patient's vision needs. The manufacturer internal reference number is: (B)(4).